Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator switched off while ventilating the patient and the user had to switch the ventilator on again. According to the screen shot of the patient logs provided by the user there was a critical thread failure alarm during this event. There was no harm to patient, and the patient was placed on another ventilator.

Manufacturer narrative:
Evaluation completed.